Manufacturer narrative:
(B)(4).

Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria ((B)(4)). The objective of the inspection was to locate part (B)(4) (suction arm) and verify it is not loose. If part (B)(4) (suction arm) is found loose, the device was considered to fail the inspection criteria. The loaner device was previously returned to pentax medical from a customer on 06feb-2020. Inspection of the unit was performed on 12-feb-2020 where the quality control inspector found the following: suction arm loose, leak at biopsy channel (large/ primary) inlet side, insertion tube severe crush at stage 1, distal body chip at channel opening at thinnest part, fluid invasion in control body, fluid invasion in segment section, failed dry leak test, failed wet leak test, insertion tube buckles under the root brace, insertion tube root brace disconnected at forward body frame, fluid invasion to insertion tube, suction arm mild dent around nipple, ultrasound image has broken channel, primary operation channel resistance, control body severe corrosion inside. Inspection of the suction arm was performed and the device failed the inspection criteria. The endoscope's repairs to be performed where the loose suction arm will be corrected, and the unit returned to the loaner inventory upon completion. The endoscope repair includes the following components: o-rings and seals, balloon feeder/return tube, operation channel, distal joint screw m1, insertion flexible tube, staycoil assy attaching screw, staycoil collar, bending rubber, segment staycoil assy pb-free, control body complete pb-free, cn3 label, cn4 label, sub connector pb-free, heat-shrink tube ID=5mm l=30mm, insertion/s-nipple attaching screw, o-ring(1.25x3.5).